Event description:
It was reported that the left ventricular lead exhibited loss of capture. Chest x-ray was normal. The lead was explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.

Manufacturer narrative:
(B)(4).